Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent an rf procedure without placing their ipg in surgery mode prior to the procedure. Troubleshooting was able to resolve the issue and the patient currently has therapy.